Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead output was reprogrammed the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01 implantable pulse generator, (B)(6) 2013; 694765 implantable tachy lead, (B)(6) 2004. (B)(4).